Event description:
It was reported that the patient's stimulation lowered from 1.9 to 1.0 and she did not do it. The screen on the patient programmer indicated that she reached the upper limit. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v158396, implanted: (B)(6) 2008, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information has been received. It was reported, the event was caused by "user error." No surgical intervention was needed. Device was checked without problem. Hospitalization was not required. The patient recovered without sequelae.